Event description:
Reporter, facility nurse, states during use on a patient at hospital, a nurse confirmed a hole in the cuff. Reporter confirmed non routine replacement of the tube was required. Reporter confirmed no patient harm and pre-test was done.

Manufacturer narrative:
The caller indicated that the sample associated to this report is expected to be returned to the manufacturing site for analysis but has yet to be received. If the sample is received a summary of the sample analysis will be provided in a supplemental report.